Manufacturer narrative:
Adverse event hospitilization. Medwatch: mw5105875.

Event description:
Information was received indicating that a cadd pump was alarming "cartridge not detected" and the end user went to the emergency department for palpitations and tachypnea and was hospitalized. It was reported the cartridge was changed resolving the problem. Per reporter the pump was now working, the end user was receiving infusion and was discharged from the hospital.